Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unable to confirm the motor position encoder error alarm due to overwritten with displayable history crc check failed alarms in alarm history screen. The alarms noted were due to corrupted history file. All buttons functioning properly. No damage on keypad traces noted during visual inspection. However, unlocked lcd connector was noted during visual inspection. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a motor error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump esc button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported that a motor error and a motor position encoder error alarm was found in the insulin pump alarm history. . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.